Event description:
It was reported that the patient was unable to get an MRI due to low impedances on their lead. It is unknown which lead contributed to the issue. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000133021.

Manufacturer narrative:
Section d4: serial number, lot number, expiration date, unique device identifier (UDI #) corrected. Section h4: device manufacture date corrected. Section h10: the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) batch: a000131847 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that the right lead (sn 19524054) had low impedances on contacts 1 and 2. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.